Event description:
It was reported that the patient was admitted from cardiology clinic with noted elevation in hemolysis labs. It was deemed appropriate and necessary to take the patient for an lvad pump exchange. Pump exchange performed by md on (B)(6) 2016.